Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) battery ran out of energy and needed to be replaced. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name: the complete name is (B)(6) hospital. E1 event site address: the complete address is (B)(6). E1 event site telephone:the complete number is (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) battery ran out of energy and needed to be replaced. There was no harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11 corrected fields: d5, e2 it was reported that the cs100 intra-aortic balloon pump (iabp) battery energy exhausted and needs to be replaced. Getinge field service engineer (fse) iabp backup battery energy exhausted, cannot be charged, no backup battery, replace the backup battery, the device has passed all factory-specified performance and safety index tests. The device has been delivered to the customer and can be used clinically. There was no patient involved. H3 other text: parts not replaced.

Event description:
N/a.

Event description:
It was reported that during a routine inspection, the cs100 intra-aortic balloon pump (iabp) battery ran out of energy and needed to be replaced. There was no patient involvement reported.